Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient admitted with abdominal pain suspected to be pelvic inflammatory disease. Physician ordered 100ml 0.9% normal saline + 2g ceftazidime/sulbactam IV infusion q12h. The assigned nurse verified the order and initiated treatment at 9:15 am on (B)(6) 2025. During the infusion, the nurse placed an IV catheter in the patient's right upper limb vein. After 5 minutes of infusion, the patient pressed the call bell. Treatment commenced at 9:15 am on (B)(6) 2025. During the infusion, the nurse placed an IV catheter in the patient's right upper limb. Five minutes into the infusion, the patient pressed the call bell, reporting leakage at the infusion site. The nurse immediately examined the site and discovered a crack at the catheter connection point causing leakage. The nurse apologized to the patient and promptly reinserted the catheter into a left-sided vein. The patient expressed no discomfort and understood the situation.